Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative that the rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject rt380 adult dual heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject rt380 adult dual heated evaqua2 breathing circuit was not provided to f&p healthcare for evaluation as it was confirmed to be discarded. Visual inspection of the provided photographs of the subject rt380 adult dual heated evaqua2 breathing circuit, observed a hole in the inspiratory, confirming the reported issue. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported issue. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use,and replace if damaged.